Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter neurovent-p (sn (B)(4)) met specification during manufacturing. Final inspection of the finished catheter was passed. This demonstrates that the catheter has been manufactured and sold in conformance to relevant specifications. Furthermore returned catheter was investigated. This investigation demonstrates that one wire is torn apart from the soldering pads on the pcb. Based on knowledge that the final inspection of the finished catheter was passed, that the catheter was delivered with proper functionality and in consideration of the results of performed investigation of returned catheter, the tear-off of the wire is caused by user error by stretching of the catheter during application contrary to IFU. [(B)(4)].

Event description:
Five days after implantation of the catheter icp could not be monitored. The patient also had in an evd which had recently increased to around 33mmhg which they brought down to around 18 within 20 minutes. Patient was unconscious and had not been transported or repositioned as of late---he was positioned sitting up in bed. Attempting to reset using an nps2 or to measure with a nps3 did not result in values on the display. Only the massage "sensor failure" appeared on the monitor. The catheter was not replaced by a new catheter. The catheter was explanted two days later. Health condition of the patient was not influenced by this.